Event description:
It was reported that the balloon on a custom tracheostomy tube did not inflate. There was patient involvement; however, no medical issues were reported, and information regarding any adverse patient effects was not provided.

Manufacturer narrative:
D4, expiration date and h4, device MFR date is unknown. No information is available based on the reported lot number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed, as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.